Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reports that customer was hospitalized and needed assistance programming insulin pump due to customer being released. It was reported that customer would contact healthcare professional regarding settings and will call back in order to program pump. No further information provided.